Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience v device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a mildly tortuous de novo mid left anterior descending artery that was 90% stenosed. A 2.75x23mm and 2.75x18mm xience v stents were deployed in an overlapping fashion both via single inflation at 14 atmospheres (atm) for 15 seconds. Post-dilatation with a 3.0mm balloon was performed. Afterwards, a perforation was seen at the site of the overlapped stents. The patients condition started deteriorating and declining. A 2.8x26mm rx graftmaster was deployed at one inflation at 13 atm for 10 seconds to seal the perforation, which it sealed successfully. There was no leakage noted. The patients condition further deteriorated and the physician attempted pericardial tapping (pericardiocentesis), but the patient soon expired. Per the physician the rx graftmaster did not cause or contribute to the patients death. The cause of death was noted to be the perforation. An autopsy was not performed. No additional information was provided.